Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between june 23-25, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed that the flow restrictor was detached from the distal end of the tube-set. The reported condition was verified. Due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked "from the top clear tubing, the tube that seems to be broken/detached". The issue was noticed during storage. The device was filled with 6000mg ceftazidime in 0.9% sodium chloride having a total volume of 240ml. There was no patient involvement. No additional information is available.